Event description:
It was reported to medtronic neurosurgery that the doctor placed this device in a patient and found there was no csf flow. The report stated that the device was replaced with another manufacturer¿s products. Reportedly, the patient¿s current status is normal.

Manufacturer narrative:
The valve was patent and met the requirements for siphon, leak, pressure flow and pre-implantation testing. The valve did not meet the requirements for reflux testing. There was proteinaceous debris noted in the interior and exterior of the device. Debris within the valve may hold the pressure-flow controlling mechanism open resulting in fluid reflux. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).